Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has experienced "tingling" in the area of device and a low battery was identified at device check. Mdt follow-up indicates that device is approaching eri and patient is scheduled for replacement in early (B)(6). No other patient complications have been reported as a result of this event.